Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps open femoral 67.5, catalog #: 183130, lot #: 130510 , biomet cc I-beam tray 71mm, catalog #: 141223, lot #: j2486930, vanguard ps tibial bearing, catalog #: 183642, lot #: 653900 . Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03992, 0001825034-2018-03993, 0001825034-2018-03994, 0001825034-2018-03995. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently is experiencing pain, swelling, impingement and allergic reaction to nickel. Patient indicated she is reactive to nickel. It was further reported that patient underwent two arthroscopy procedures to remove scar tissue.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently experienced pain, swelling, impingement and allergic reaction to nickel. Patient indicated she is reactive to nickel. It was further reported that patient underwent two arthroscopy procedures to remove scar tissue. Patient was then revised due to pain, swelling, impingement, allergic reaction and scar tissue.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that the patella did not cause or contribute to the event. Therefore, this product is being unreported.